Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was observed to be properly seated on the mount. Removed sensor plug assembly and performed a visual inspection, and observed an uncurled side snap. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. Inspected plug assembly, uncurled side snap was observed, indicating improper assembly by the user. Therefore, it is not confirmed to use as a sensor plug not fully seated. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. The customer reported that on (B)(6) 2020, an unspecified low sensor scan was received and the customer experienced a symptom described as ¿screaming feet¿. The customer was unable to treat themselves and had contact with a healthcare provider who administered an unspecified infusion for treatment. There was no report of death or permanent injury associated with this event.